Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
An ocd field engineer (fe) arrived at customer site and observed defective plunger clamp in position#1. The fe replaced the plunger clamp and performed splld checking procedures.repairs have returned the instrument to expected operation.